Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
.

Event description:
Review of available programming history showed that the patient's device was programmed on as of (B)(6) 2005. An in-house sudep evaluation determined the death was possible sudep.

Event description:
It was reported that the vns patient passed away on (B)(6) 2006. Additional information was received stating that no autopsy was performed. Seizure disorder and natural causes were listed as the causes of death. It is unknown whether or not the device was explanted.